Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A device history review could not be performed, the serial number of the device is unknown.

Event description:
Nurse reported to technical support during troubleshooting that the patient went to the emergency room for pain after an incomplete treatment. There was no report of a device malfunction. Follow up with the peritoneal dialysis nurse indicates that the patient¿s abdominal pain was caused by biliary sludge. The patient stopped treatment on the cycler and completed treatment with continuous ambulatory peritoneal dialysis. Additional information was solicited.

Manufacturer narrative:
Correction: date of event: although a temporal relationship exists between the liberty select cycler and the pt¿s severe abdominal pain with reports of cramping up to her shoulders which caused the pt. To go to the ER; there is no objective evidence that reasonably suggests the liberty select cycler caused or contributed to the pt¿s adverse event. The pt. Was diagnosed with biliary/gallbladder sludge. Gallbladder sludge is a buildup of substances in the gallbladder which can cause symptoms of abdominal pain and shoulder pain, as characterized in the pt. Therefore, the pt¿s condition of biliary sludge is probably associated with the pt¿s abdominal pain.

Event description:
Additional information was solicited and received. At approximately 1pm (on (B)(6) 2018), pt. Presented to the ER with mid abdominal cramping/pain which radiates up the patient¿s chest and shoulders. The patient reported associated vomiting x1 while at home and indicated she has not been able to take her home hypertension medications. Additionally, the patient felt the liberty select cycler was not adequately filling her (with pd solution). In the ER the patient was noted to be hypertensive with a blood pressure recorded 164/110, 161/95, 161/94 respectively. The patient was restarted on home hypertensive medication (unknown medication). The patient underwent a gallbladder ultrasound which revealed the pt. Had small amount of biliary/gallbladder sludge. The patient was managed with morphine (for abdominal pain) and zofran (for nausea). Additionally, laboratory analysis was significant for elevation of blood urea nitrogen (bun) (63) and creatinine (19.6). However, per nephrology consult, the patient may not be doing her pd exchanges correctly (which can cause elevated bun/creatinine); no medical intervention recorded. The patient was ruled out for possible peritonitis as pd culture was essentially negative. The patient was discharged home (the same day) continuing pd therapy with a 2-day course of norco for pain (as needed) and zofran for nausea (as needed). The patient continues pd therapy. Note: a review of ccpd treatment details with a date range of (B)(6) 2018 indicated there were no instances of increased intra-peritoneal volume (iipv). In the data set, all drain volumes met the 70% drain exit criteria and the 150% overfill/180% drain volume criteria were not exceeded. No further investigation for potential iipv is warranted.